Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31773, 3006705815-2020-32606. It was reported that during an implant procedure on (B)(6) 2020, the patient coded. Life-saving measures were performed by the physician, and the patient was hospitalized. The patient was later reported to have died on (B)(6) 2020. It was confirmed that in addition to the ipg, the leads had been implanted when the patient coded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.